Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rewind anomaly. The customer¿s blood glucose level was 119mg/dl at the time of the incident. It was reported that the child´s blood glucose were high, she doesn´t remember but it was around 200mg so she changed the infusion set and the cannula was bent. When she wanted to complete a pump rewind it doesn´t complete it. It keeps switching off the pump. The child is now on insulin pen since yesterday. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37 noted. However, per visual inspection the motor assembly and motor home switch found with traces of corrosion.